Event description:
Operative report states pt had a scar capsule which had pulled the implant into an elongated bulge. The removal of the implant was difficult as it was adherant to the muscles through the nylon backing.